Event description:
A customer reported that their coulter lh 750 hematology analyzer was leaking blood and fluid, and experiencing sensor 7 errors. The user was wearing personal protective equipment at the time of the event the customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The event was related only to the slidemaker and had no impact to sample results. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse identified the source of the leak at the dispense module and a broken fitting at the dispense cup. The instrument was also experiencing basket errors (sensor 7). The fse replaced the basket index board and the dispense cup waste fitting. There were no further signs of leaking or sensor errors. Repair was verified per established procedure and results met published performance specifications. Root cause for the leak was a broken fitting at the dispense cup. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).